Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and a conclusive cause for single leaflet device attachment (slda) could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, impact and evolution of right ventricular dysfunction after successful mitraclip implantation in patients with functional mitral regurgitation. Na.

Event description:
This is being filed to report the partial clip detachment. It was reported through a research article identifying mitraclip that may be related to partial clip detachment. Specific patient information is documented as unknown. Details are listed in the attached article: impact and evolution of right ventricular dysfunction after successful mitraclip implantation in patients with functional mitral regurgitation. No additional information was provided.